Manufacturer narrative:
The reported event of a loss of ble was confirmed. Based on the review of the information provided it was confirmed that the device was not able to advertise, although the reason for this could not be confirmed.

Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.